Event description:
It was reported that the device was used during a laparoscopic right colon. The device jaws locked down on the vessel and would not release. Another device was used to remove the original device. The second device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.